Event description:
Cap survey sample failure for one sample. The laboratory tested the sample for hcg and received result of <0.500 mlu/ml. The same sample was repeated in 2007, and gave result of 33.87 mlu/ml. The mean view of the survey sample is 34.6 mlu/ml. The field service representative was unable to determine the cause.